Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a fuse c38 colonoscope - r was used during a colonoscopy procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the center image of the scope went out when the scope was angulated by the physician. The patient's anatomy was not visible on the center image when it went out. The center image came back when the scope was straighten out, thus, completing the procedure using the complaint device. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a fuse c38 colonoscope - r was used during a colonoscopy procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the center image of the scope went out when the scope was angulated by the physician. The patient's anatomy was not visible on the center image when it went out. The center image came back when the scope was straighten out, thus, completing the procedure using the complaint device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: device code 1304 was used to capture the reported event of center image lost. Block h10: a fuse c38 colonoscope - r was received for analysis. A functional evaluation was performed and found that the center image cuts off when the distal tip of the scope is angulated. The ccd (charged couple device) was replaced to resolve the issue. The reported issue was confirmed. The fault was due to an electrical fault with the ccd circuit at the distal tip. Therefore, the assigned investigation conclusion code for this complaint is designated as cause traced to component failure. The repair history was reviewed, and nothing was found to indicate a possible service-related cause for the complaint.